Event description:
It was reported that during an unrelated device replacement procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited non-conversion during defibrillation threshold (dft) testing due to high thresholds. The lead was explanted and replaced without incident. No adverse patient effects were reported.